Event description:
It was reported that healthcare provider (hcp) wanted assistance to turn the pain pump off as the patient was in the ICU (intensive care unit) and was obtunded. Per reporter ¿she¿s too obtunded with it, she¿s on a ventilator and we¿re trying to get her off the ventilator but she¿s so obtunded by the pain medicine she¿s getting through the pump that she¿s not breathing¿. Reporter stated that they reversed her with narcan and she woke right up. In regards to the reason patient was in the ICU it was stated that patient had liver failure and she was found obtunded and down in her home. The cause was not determined as patient had a myriad of problems. Reporter believes the drug in the pump was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).